Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An advancece aspiration catheter was intended to be used during an endovascular therapy (evt) peripheral vascular procedure to treat a peripheral lesion. There was no damage noted to packaging. The device was removed from packaging per IFU with no issues. The device was inspected with no issues. The device was prepped per IFU with no issues noted. Resistance was not encountered when advancing the device. Excessive force was not used during insertion/delivery. It was reported that aspiration failure occurred. When the product was removed, multiple kink points were confirmed visually. The kink occurred while the device was in the patient. The device was not excessively torqued. The central part of the shaft was kinked. The advancece was replaced with another brand device. Patient isalive with no injury.

Manufacturer narrative:
Device evaluation summary: one export advance catheter and aspiration line were returned for analysis. Device returned coiled up in plastic bag. The syringe was not returned. No damage was noted to the aspiration line. Several kinks were noted on the shaft of the export catheter approx. 113-120cm from the strain relief. Using an in-house syringe, aspiration was performed successfully. The ID of the guidewire lumen was verified using a 0.015¿ mandrel. The od major and minor lumen profile measurements met specifications. No other deformation noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.